Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 19-nov-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope avl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, two (2) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. The customer indicated the procedure was completed; however, type of device used to complete the procedure and the length of time to prepare the second device were not reported. No harm to the patient or user was reported.